Event description:
It was reported that a home patient (hp) made a use error by reusing a single use device while performing peritoneal dialysis (pd) therapy with the homechoice (hc) device. The hp contacted a baxter technical service (tsr) regarding a check supply line alarm which occurred on the hc during use and while the hp was connected. The tsr assisted the hp to end therapy early because the hp had added another bag to the heater line. The hp will carry the amount that was delivered for the day. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).